Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a corin cup and an srom stem in from a february primary total hip. He has dislocated multiple times. They revised him to a lateralized lipped liner and changed out femoral head to add length. The stem remained in the patient. Nothing was wrong with any depuy products. Doi: (B)(6) 2021, dor: (B)(6) 2021, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stated that the surgery was not extended. Previous dislocations were closed reduced not involving surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. There is no specified allegation associated with this product. The symptoms / reason for revision associated with this patient was to address a problem with a competitor device. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : there is no specified allegation against this product/lot combination. A complaint database search and/or device manufacturing (mre) review will not be performed even when lot information is known.